Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer blood glucose level was unknown. Customer states they were unable to clear the alarm and the insulin pump may have been crushed while playing tennis. Troubleshooting was performed, but the insulin pump will be replaced. No further information was provided

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked case at display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.